Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2014 with the following findings: a review of the pump¿s black box history showed that no activity outside of normal use was recorded. The last bolus and basal deliveries were recorded on (B)(6) 2014. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During testing, the pump passed a delivery accuracy test and was found to be delivering within the required specifications. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that advanced bolus features were being used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.